Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging headache, breathing problem, nose bleed, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache, breathing problem, nose bleed, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer product investigation laboratory for further evaluation. The internal and external aspect of the device was evalauted and the manufacturer observed dust/dirt contamination inconsistent with degraded sound abatement foam throughout device enclosure and airpath which suggesting a source external to the device. Evidence of water ingress was also observed on the device blower and blower box during the device evaluation. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but a small amount of water ingress and dust contamination was observed and are consistent with being from an external source. Section d8, d9, h2, h3 has been updated.